Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited low pacing impedance. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.